Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform [sn (B)(4)] displayed a "system error, out of service, revert to manual CPR" error message upon power-up. No patient involvement.

Manufacturer narrative:
H4 - manufacturing date was corrected. The reported complaint of the autopulse platform (sn: (B)(6) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and based on the review of the archive data. The root cause of the reported complaint was due to the drivetrain motor brake gap being out of specification, likely attributed to wear and tear. The autopulse platform was manufactured in december 2014, and it is 6 years old, reached its expected service life of 5 years. No physical damage was observed on the autopulse platform during visual inspection. Review of the archive showed a system error user advisory (ua) 139 (unable to hold compression position) message to have occurred around the reported event date; thus, confirming the reported complaint. Also, unrelated to the reported complaint, user advisory (ua)02 (compression tracking error) and ua17 (max motor on time exceeded during active operation) were recorded. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. User advisory 17 is normally a clearable error message and is triggered when the motor was on for too long during active operation. The autopulse did not reach the target depth within the specification time. This usually is experienced when the patient is improperly positioned on the platform or when the patient's chest is too stiff and hard to compress. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. The drivetrain motor brake gap needs to be adjusted within the specification to remedy the fault. During further testing, unrelated to the reported complaint, the autopulse's lcd backlight did not illuminate likely due to normal wear and tear. The lcd needs to be replaced to address this issue. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(6).